Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. An upper tray was returned in the original case. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. The results were summarized: roughness - the flange was smooth. Internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device did not appear discolored; semi-transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." However, the customer did not provide the information regarding how the patient handled and maintained the device. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the astron clear splint. It was reported that the patient is experienced "swollen gums, buccal tissue on upper arch, and pain." The device was first used on (B)(6) 2021 with the reaction occurring on (B)(6) 2021. The device was discontinued on (B)(6) 2021 and the reaction lasted another 2 days. The patient took motrin for the pain. No other medical intervention required. There are no medical history or allergies noted. There was no allergy test done prior to use of the device nor are there any allergies noted but was encouraged to see an allergist. With regards to the device: the device was cleaned with mild soap and rinsed with water prior to the delivery of the device. The patient was instructed to use a toothbrush, soap and water.